Manufacturer narrative:
External insulation abrasion was noted at 9.2-11.0cm and 11.7-12.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to external insulation abrasion were noted at 7.5-10.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 11.7-15.3cm from the distal tip. Two insulation abrasions were noted under the suture sleeve at 40.5-40.6cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 7.6-9.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient presented in the or for system extraction due to a bowel infection that spread to the ICD system. Externalized conductors were observed via fluoroscopy. The lead was explanted and replaced.